Event description:
Gastric sleeve- "after inserting several instruments, the valve could not hold the gas."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the septum to be torn, which lead to the leakage described in the incident description. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. Engineering was unable to obtain any further details of the type of procedure or what instruments were used during the procedure; however; the damage to the seal is consistent with damage caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently working on a project to modify the septum and the shield to further prevent tearing and to protect the sealing components during instrument exchanges. This document represents our final report.